Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
The patient reported frayed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.